Manufacturer narrative:
End-user reported as they were driving down the sidewalk at night, they were closer to the edge of the walk than expected. End-user alleged the device had "drifted" to the left side of the walk and in doing so, the left front caster dropped off the walk into soft soil. This reportedly caused the chair to quickly drop to the left, causing the end-user to lean forward. End-user reports when this occurred, their hand remained on the joystick control and in attempts to resolve the issue, over corrected by pulling right causing the device to be jerked back up onto the walk. End-user stated everything happened so quickly that their hand fell off the joystick and the device stopped. It was reported the end-user had lost their balance and fell forward out of the seating on to the ground where they reported having suffered a broken right femur. End-user reported the incident occurred 4 months prior, but they had not contacted their service provider to report the event until just recently. Service provider reports having inspected the device and noted the device is pulling slightly to the left but the device remains operable and maneuverable. Service provider ordered a replacement motor to repair the device and return to end-user for use. The suspect component has not been returned permobil at the time of this report. Upon receipt permobil will evaluate to determine if there are any deviations with the component. If further information is received, a supplemental report will be submitted. The DHR was reviewed and the device was manufactured according to specification prior to distribution.

Event description:
Received report as end-user was traversing down a sidewalk in their device, the device drifted off the side of the walkway causing the left side of the device to fall off the edge. It was reported the end-user lost their positioning, allowing them to fall out of the seating to the ground which resulted in an injury.